Event description:
The device was implanted approx 1 1/2 yrs. Ago for intrathecal infusion of morphine. (Note: intrathecal infusion of morphine was not a MFR's indication for the device's intended use.) On 8/29/96, the facility nurse contacted a MFR nurse and reported that the device was refilled on 8/26/96. On 8/27/96, the pt complained of being sweaty, nervous, felt symptoms of withdrawal and was in severe pain. The pt was seen in the ER and given an injection of morphine sulfate. The device flowrate was constant at 1.4 ml/day; dose was 11-12 mg/day. A device refill kit was utilized and an initial check of the return flow was performed after positioning the device needle; however, the device was not rechecked every 5 cc's. The MFR rn suggested that a device sideport study be performed to determine position of the device catheter. The predicted flowrate for this device is 1.71 ml/day. Product instructions and literature were sent. In addition, clinical support was offered for further assistance.